Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (clip tilted) appears to be related to patient conditions due to progression of disease. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the previously implanted clips were stable on the leaflets, and the second mitraclip procedure was due to progression of disease. During the second mitraclip procedure on august 20, 2024, an additional clip was implanted to stabilize the previously implanted clip.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a second mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that the second procedure was performed to treat a new jet on the lateral side of the first clip. A mitraclip xtw was inserted and deployed on the mitral valve. However, post deployment, it was observed that the clip had tilted toward the medial wall. The procedure was completed with one clip implanted, reducing the mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.